Event description:
Deflation of right saline implant followed by bilateral replacement with another brand. Unknown if initial use. Upon explantation there was noted to be a leak at the filling port valve attachment to the shell, not in the valve itself but at the shell attachment.